Event description:
Customer reports a fiber leak on reuse number 3 at the onset of treatment. This was noted by visible blood in the dialysate lines and confirmed with hemastix. Est. Blood loss was 200cc. Treatment was continued with new disposables without incident. No pt injury or medical intervention reported.